Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders crossed from cerner to the pyxis server; however, they did not transfer to the pyxis medstation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders had been cancelled. A technical support specialist (tss) dialed into the server and followed knowledge articles, patient missing on a bd pyxis medstation es and patients and order not crossing to med es server. A structured query language (sql) query was run for the cast order, which confirmed the order had been cancelled. The customer was updated with the findings. The customer later advised that a setting change had altered the users screen view. After users were reeducated on how to locate medications, access was restored and the issue appeared to be resolved. The system functioned as intended after the technical support specialist investigated the device.